Event description:
The patient's dobhoff was pulled to prepare for magnetic resonance imaging (MRI) and was found to have a frayed end with a missing weighted end. Kidney, ureter, and bladder (kub) confirmed that there was a weighted end in the patient's stomach along with a portion of the tubing.